Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Solution is dried on the lens. Haptic and optic damage was observed. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified products were used. The root cause could not be determined for the reported of ¿defective lens¿. The specific lens issue was not specified. Lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A healthcare professional reported a "defective" intraocular lens. No further information was provided however, additional information has been requested.